Event description:
It was reported that bd integra¿ syringe with detachable needle leaked between the needle and the syringe. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 305270 batch no: 8176840. It was reported that vaccine seeped from the side of the syringe or from between the needle and the syringe, causing patient to receive additional injection to receive the whole dosage. I am a pharmacist. We have been providing shingrix vaccinations at the pharmacy and on 3 occasions, the vaccine substance seeped from the side of the syringe or from between the needle and syringe. I thought, maybe the needle is not screwed on good so I made sure to tighten it and that did not work. Maybe the vaccine came out from around the hypodermic needle, it is hard to say but the patient did not receive the full dose and I had to mix another shingrix vaccine and do another injection into the patient. We have also lost a dose because the vaccine came out of the syringe when we detached the needle to put a fresh integra needle on.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe with detachable needle leaked between the needle and the syringe. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 305270, batch no: 8176840. It was reported that vaccine seeped from the side of the syringe or from between the needle and the syringe, causing patient to receive additional injection to receive the whole dosage. I am a pharmacist. We have been providing shingrix vaccinations at the pharmacy and on 3 occasions, the vaccine substance seeped from the side of the syringe or from between the needle and syringe. I thought, maybe the needle is not screwed on good so I made sure to tighten it and that did not work. Maybe the vaccine came out from around the hypodermic needle, it is hard to say but the patient did not receive the full dose and I had to mix another shingrix vaccine and do another injection into the patient. We have also lost a dose because the vaccine came out of the syringe when we detached the needle to put a fresh integra needle on.